Manufacturer narrative:
It was reported by a service report that the unit allegedly tipped over while a patient was on it. It was confirmed by the user facility that CPR for the patient was in progress when the cot missed the safety hook due to the ambulance being parked at an elevation and the emt did not visually ensure that the cot engaged the hook. Therefore, by not ensuring the cot engaged the safety hook, the emt did not follow the proper procedure identified in the operations manual. It was further reported that the patient received a contusion to the forehead which did not further cause or contribute to the condition of the patient. The patient was not treated for the contusion. To resolve this issue, the user facility is ensuring that all of the operators are being trained on proper loading procedure.

Event description:
It was reported that the unit tipped over while a patient was being unloaded from the ambulance. It was reported that the patient sustained a contusion or abrasion to the head.

Event description:
It was reported that the unit tipped over while a patient was being unloaded from the ambulance. It was reported that the patient sustained a contusion or abrasion to the head.